Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure event observed during analysis.final analysis found that the insulation was abraded at 47.6 cm to 49.1 cm, 49.2 cm - 49.3 cm and 52.0 cm - 52.1 cm from the connector pin. The abrasions were consistent with constant fricton with another implantable device.

Event description:
This report is to advise of an event observed during analysis.